Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had device alarm and automatic inflation malfunction. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name & event site address event site name - fuwai hospital national center for cardiovascular diseases event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) checked and valve assembly fault was detected. After replacing the drive manifold (d104-00-0018), all functional parameters of the device were normal and the device was released for use.